Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead had an infection. The patient was treated with intravenous antibiotics. The patient also had systemic sclerosis and an unknown lead eroded through the skin. A revision was performed and the right atrial (ra) lead was explanted. No additional adverse patient effects were reported.